Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a planned non-emergency treatment, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse checked the logfiles and found some geo-movements were not available and there was no communication to the geo-ipc. Fse confirmed the cause of the issue to be a software fault. Fse re-inserted geo ipc memory and a hard disk. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry and table could not be moved. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.